Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The returned test strips produced low readings. The most likely underlying root cause was due to insufficient blood sample applied to strip.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 140 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 194 mg/dl and lo. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/21/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 140 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 194 mg/dl and lo. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/21/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.